Event description:
It was reported that after the dilator tip was damaged during dilation, the guide wire was able to be inserted. However, when placing the catheter over the guide wire, the wire became unraveled. As a result, another kit was opened. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). This is the fourth in a series of product issues with the same patient. The previous events were reported under MDR#s; 1036844-2015-00178, 1036844-2015-00179, and 1036844-2015-00213. The received product sample associated with 00179 contained a second damaged guide wire. This report is for that issue.